Event description:
It was reported that the remb universal driver heated up during a case. A back-up device was used to complete the case without pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.